Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reported meeting with patient today and had poor connection in office. Caller noticed swelling in pocket and patient was sent home to charge. Caller contacted patient at home and they tried recharging. Saw the error code and after cleared message tried charging. Seeing passive recharge. Poor quality. Ins has about 50% charge level. Caller noted because of position of the ins, the patient is trying to lay down on the recharger. Patient will keep trying as tolerated and meet with physician if she cannot connect. Intellis 3.6 243 qf_port cleared with reset. Attempted recharging. Mdt rep  called and is currently with patient who is still having issues w/ recharging. No device found, poor coupling. The caller put  recharger (rtm) on a metal table and observed 100 on the right of passive recharge. Had caller put rtm in the air and all 8's were the numbers observed. Then had rep place over the ins and 59 was the highest achieved, even w/ patient standing. Pocket is still sore and from the past few days to get good coupling. Suspect pocket is the issue, and informed rep the rtm does appear to be responding properly. Requesting replacement rtm to rule out a recharger issue. Sent email to repair. Additional information was received. The manufacturer representative (rep) reported that the intervention/action is that a pocket revision will take place next week on 5/19. It was reported that the patient¿s weight was not provided. Additional information was received. It was reported the patient was having a pocket revision today, (B)(6) 2022. The battery was currently depleted and the caller tried charging for an hour and four minutes and they got nowhere. The symbol, red zone, did not change and they were getting poor coupling. The battery was tilted but superficial, deep at the bottom presumably because of the way it was implanted or healed. The caller believed it was best to create a new pocket and would discuss with the doctor prior to the revision.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the issue has been resolved and that the pocket revision was successful. This information was also confirmed with a physician/account.